Event description:
It was reported ¿the lead could not be sufficiently fixed.¿ the ¿product was changed out and replaced with a backup to complete the procedure when the stimloc could not be fixed.¿ the patient was ¿in good condition after the operation.¿ please note that information pertaining to this lead fixation issue was initially reported in regulatory report #3007566237-2015-00483. Further review of the event has indicated however that this information is a separate event from the other information covered in that report and has been refiled in this regulatory report accordingly. All further information received regarding this event will be updated here.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stimloc_acc, product type: accessory. (B)(4).